Event description:
It was reported that the customer was not sure how much insulin was received. Upon examination of pump bolus history with tandem technical support, customer reported that he had changed carbohydrate ratio from 1u:3.1 grams to 1u:30 grams within the last 24 hours. Reportedly, customer meant to change the carbohydrate ratio to 1u:3grams, not 1u:30grams. Customer indicated that blood glucose level was 161mg/dl.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.